Event description:
Customer states he receives no delivery alarm. He states it's due to devise not sticking on him correctly. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.